Event description:
It was reported, a 6f angio-seal vip device was implanted following an antegrade stick. The pt felt pain and was seen two days later. A right femoral angiogram revealed a vessel occlusion on the puncture site. The pt was sent to surgery. The pt was reported to be fine.

Manufacturer narrative:
No product was returned for eval. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info provided to st. Jude medical, the cause for the vessel occlusion could not be conclusively determined. The angio-seal instruction for use (IFU) state: should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device pt's info guide, which the pt is instructed to carry with them for the 90 days state; some bruising or discomfort is common during the healing process after intravascular procedures; however, if any of the following symptoms are experienced, the pt is to contact their physician immediately at the number listed on their pt info card: fever, bleeding, persistent tenderness in the groin or swelling, redness and/or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, wound drainage, or any other unusual symptoms.